Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID harmony-25 (r006332); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon the first deployment attempt, the deployment was performed using a "flowering" technique; however, kinks were observed on row 1 and row 2 of the valve, and the valve was recaptured. Upon the second deployment attempt, the deployment was performed "at pop-up," and when deployed up to row 4, an "infold" was observed on the anterior side of row 1 and row 2. Subsequently, a new valve was used to complete the procedure without any further issues. No patient complications were reported as a result of this event.

Event description:
Additional information was received that the deployment "at pop-up" refers to the method of pulling the capsule with the valve enclosed down to just below to roof of bifurcation. Upon inspection of the valve outside the body, there was no issues therefor per the physician, some anatomical structure may have contributed to the valve distortion. It was reported that the valve was conforming to the patient's anatomy.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon the first deployment attempt, the deployment was performed using a "flowering" technique; however, kinks were observed on row 1 and row 2 of the valve, and the valve was recaptured. Upon the second deployment attempt, the deployment was performed "at pop-up," and when deployed up to row 4, an "infold" was observed on the anterior side of row 1 and row 2. Subsequently, a new valve was used to complete the procedure without any further issues. No patient complications were reported as a result of this event. Additional information was received that the deployment "at pop-up" refers to the method of pulling the capsule with the valve enclosed down to just below to roof of bifurcation. Upon inspection of the valve outside the body, there was no issues therefore per the physician, some anatomical structure may have contributed to the valve distortion. It was reported that the valve was conforming to the patient's anatomy. Additional information was received that when the delivery catheter system (dcs) was pulled out of the roof of bifurcation, the valve was connected to the dcs and stored in the capsule.